Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot. Part: 03.037.012. Lot: 9849359. Manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on an unknown date, the aiming arm did not direct the distal locking screw through the hole. The screw missed the hole and did not notice until after the surgery. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves four (4) devices. Investigation flow: device interaction/functional. Visual inspection: the complete radiolucent insertion handle (p/n: 03.037.012, lot #: 9849359) was returned and received at us cq. Upon visual inspection, no defects were identified with the returned device. Functional test: the aiming arm was able to assemble with complete radiolucent insertion handle with no defects, but the functional test was not performed on the returned device as the locking screw was not returned. Unable to perform replication with the returned device. Documentation/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Dimensional inspection: there was conclusive evidence that the returned device had no defects found that could have caused the complaint condition, so the dimensional inspection was not performed. Complaint not confirmed. Investigation conclusion the complaint condition was not confirmed for the complete radiolucent insertion handle (p/n: 03.037.012, lot #: 9849359) as there were no defects identified with the device that could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown nails (part# unknown, lot# unknown, quantity# 1), unk - screws: trauma (part# unknown, lot# unknown, quantity# 1), 130 deg aiming arm (part# 03.037.013, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-d10, h4 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the aiming arm did not direct the distal locking screw through the hole. It was discovered after the surgery that the screw missed the hole. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This report is for (B)(4) complete radiolucent insertion handle. This is report 1 of 4 for (B)(4).